Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Thin flap and epithelial ingrowth. Evaluation: a field service engineer (fse) visited account after the event and was unable to replicate thin flaps on side cut gels. Fse performed a preventative maintenance (pm) on (B)(6), 2012 and found the oscillator to be operating in a bi-stable region. Fse replaced oscillator. System meets amo specifications. A clinical development manager (cdm) also visited site to confirm the z-calibration checked by the fse. All pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. (B)(4): placeholder.

Event description:
Customer reported that on (B)(6), 2012 a bilateral flap procedures was done on a high hyperopic patient at a 110 microns depth. The right eye (od) flap was normal, the left eye (os) flap was thin, measuring 72 microns by subtraction pachymetry. Surgeon lifted both flaps and completed excimer ablation on both eyes (ou). A bandage contact lens was placed on os. At one week post op patient had central epithelial ingrowth (B)(6). On (B)(6), 2012 os the flap was lifted, epithelial scraped, flap was re-floated and placed in position. At one month post op patient is significantly improved best corrected visual acuity (bcva) 20/30.